Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the display screen isn't working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the lcd was not working due to physical damage causing the display not to function, which confirmed the original complaint issue. However, the reported issue was not due to a malfunction of the device but rather user abuse; therefore, this is no longer an FDA reportable event.

Event description:
The provider states the display screen isn't working.